Event description:
It was reported x-rays revealed a possible lead pull-out from the ipg header. F/u info revealed the patient underwent surgical intervention on (B)(6) 2014, where the ipg was electively explanted and replaced and the lead was inserted into the new ipg header. However, the lead pull-out could not be confirmed during the procedure. The lead tested normal intra-operatively.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.